Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported after approx. 72 months implantation time, that the lead showed oversensing and fracture. The lead was capped and left in the patient. A new lead was implanted.